Event description:
It was reported that the cast cutter runs warm to hot. This was discovered during a cast removal, the pt was not affected and there was no delay.

Manufacturer narrative:
The device was returned on the MFR and the complaint of the device getting hot was duplicated. The most likely cause was a worn bearing that was causing the armature to move around. The device was repaired and returned to the customer.